Manufacturer narrative:
Additional information has been provided. The patient was born in (B)(6).

Event description:
The customer alleged they received a questionable glucose hk gen.3 (gluc) result for one patient on their c501 analyzer. The patient's initial gluc result was 19.1 mmol/l and it was reported outside the laboratory. The result was questioned as it did not fit the patient's clinical picture. At 1.5 hours after the initial sample was collected, the patient had a new sample tested with a point of care glucose test strip and the result was 2.9 mmol/l. After the second result, the patient's initial sample was re-tested and produced an instrument alarm. The initial sample was re-centrifuged and poured into to micro-cup. The sample was re-tested and the result was 8.6 mmol/l. The patient's initial sample was also tested with a point of care glucose test strip and the result was 9.2 mmol/l. The patient did not receive any treatment from the erroneous result and there were no adverse events. The gluc reagent lot number and expiration date were requested but not provided.

Manufacturer narrative:
This event occurred in (B)(6).

Manufacturer narrative:
A definitive root cause could not be determined with the information provided. The analyzer was confirmed to be working after cleaning the sample probe. Based upon information provided, issues with pre- analytical sample handling may have caused or contributed to this event.